Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the therapy knob has issues. There was unknown reported patient involvement/adverse patient impact.